Event description:
It was reported that during a stenting treatment procedure a shaft fracture occurred. The 100% stenosed target lesion was located in the calcified and severely tortuous proximal right coronary artery. The 3.0 x 32mm taxus element mr stent delivery system was advanced, but was unable to cross the lesion. It was noted that the shaft was kinked, and when removed outside the patient the shaft became fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a stenting treatment procedure a shaft fracture occurred. The 100% stenosed target lesion was located in the calcified and severely tortuous proximal right coronary artery. The 3.0 x 32mm taxus element mr stent delivery system was advanced, but was unable to cross the lesion. It was noted that the shaft was kinked, and when removed outside the patient the shaft became fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual and microscopic examination identified that the hypotube had broken 20cm from the catheter strain relief. A visual and microscopic examination also identified kinks along the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The crimped stent, balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to positive pressure. Solidified contrast media was present within the entire length of the inflation lumen, therefore indicating the device had been prepped for use. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause classification of this investigation is user/use error, as lesions that are highly tortuous are contraindicated in the dfu. (B)(4).